Event description:
It was reported that an unspecified system error (se) occurred during use on the home choice (hc). The technical service representative (tsr) arranged the return of the device and discussed the use of manual supplies to complete therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(6). The device was returned for evaluation operative and in good condition. The device passed internal and external visual inspections, returned instrument testing evaluation (rite), functional and electrical testing. Device powered up properly and a priming sequence was performed, which was completed with no errors. A simulated therapy was performed and completed and no errors occurred. The pneumatic system and heating system were tested and no issues were found. Leak and flow tests were performed and all tests passed. Voltage verification was performed and voltages were found to be within specification. A review of the device history records revealed no issues that could have caused or contributed to the reported difficulty. The event history log review indicated several alarms, but as the reported alarm was unknown, the problem could not be verified though the logs. The unspecified alarm could not be identified, and the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and is in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.